Event description:
It was reported that a pump issued an altitude alarm 21. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer had suspended insulin use due to the alarm, but after following the instructions to remove obstructions, clean the pump's speaker holes, and reset the pump, insulin was successfully resumed, and the pump returned to normal operation. Technical support provided guidelines for preventing future altitude alarms.